Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was jammed shut and unable to be opened or resolved by the pharmacy team. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had jammed shut. The field service engineer (fse) replaced the engine for mini drawer 8. Hardware testing was performed using the diagnostic application, and functionality was verified to be operating correctly. The system functioned as intended after field service engineer repaired the device.